Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. Interrogation of the device revealed a polarity switch occurred following a significant increase left ventricular pacing impedance. No interventions were made, the patient will continue with scheduled monitoring.